Manufacturer narrative:
Lot information was received. The product history review is expected but has not been completed. The device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g4, g7, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the physician inflated the balloon of a 5f mynxgrip vascular closure device (vcd) and tried pushing the plug out, however, it would not come out. It seemed to be stuck in its sheath. The physician tried pulling everything out not expecting the balloon to come out, but it did. The balloon came out inflated through the arteriotomy. The procedure was completed with manual pressure held for 15 minutes. There was no reported patient injury. The patient had no history of previous arterial access. The procedure was a diagnostic yttrium-90 embolization mapping. The deployer was mynx certified. The device was stored and prepped as per the instructions for use (IFU). The device was inserted into an unknown 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The "vessel was of good size¿ per the physician. There was no vessel tortuosity or presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The stick location was above the bifurcation. According to the physician, he inserted the device, inflated the balloon, and pulled back 2 stops. He delivered the sealant but could not retract the sheath back up to marry the gray handle to the black handle. He tried manipulating the sheath carefully and on his last attempt at pulling the sheath back, the balloon pulled through the artery. He examined the balloon and it was intact (it did not pop). There were no anticoagulants on board and blood pressure was normal. All of the sealant was stuck to the device component and the deployer shuttled down completely. The balloon was prepped with 100% saline solution. The patient was not hospitalized and the hospitalization was not extended as a result of the event. The patient was recovered and discharged. Other procedural details were requested but are unknown or unavailable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock close, the syringe was not connected to the device, the procedural sheath was on the outer cartridge tubing, the advancer tube was partially deployed on the catheter shaft, and the sealant was observed to have been on the catheter shaft, approximately 3 mm from the balloon proximal tip, exposed to blood and adhered to the catheter shaft as received. It was noted that the procedural sheath was not fully retracted, which indicated that the returned device may have not been fully shuttled down during the procedure. It was also noted that the procedure sheath stopcock was not opened, and that the balloon distal tip was observed inverted. The condition of the returned device was consistent with the reported incident. The device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed. The sealant was loosened from the catheter shaft, and shuttle down procedure was simulated during the device failure investigation. The advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). The condition of the returned device is consistent with a device deployment jam. The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Visual inspection at high magnification showed that the sealant grip tip was exposed to blood and stuck/adhered to the catheter shaft as received. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. Visual inspection at high magnification also showed that the balloon distal tip was inverted which indicated that excessive force may have been applied on the device during the procedure. A product history record (phr) review of lot f1924602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ and subsequent ¿balloon pull through¿ was confirmed through analysis of the returned device. The exact root cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, the issue might have been caused by user error/procedural handling as evidenced by the closed procedural sheath stopcock and the sealant showing premature exposure to blood moisture. Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the shuttle is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Also, too much tension applied to the catheter during the procedure can cause the balloon to be pulled through the arteriotomy, resulting in the reported failure as evidenced by the inverted distal tip. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician inflated the balloon of an unknown mynxgrip vascular closure device (vcd) and tried pushing the plug out, however, it would not come out. It seemed to be stuck in its sheath. The physician tried pulling everything out not expecting the balloon to come out, but it did. The balloon came out inflated through the arteriotomy. The procedure was completed with manual pressure held for 15 minutes. There was no reported patient injury. The patient had no history of previous arterial access. The procedure was a diagnostic yttrium-90 embolization mapping. The deployer was mynx certified. The device was stored and prepped as per the instructions for use (IFU). The device was inserted into an unknown 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The "vessel was of good size¿ per the physician. There was no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. The stick location was above the bifurcation. According to the physician, he inserted the device, inflated the balloon, and pulled back 2 stops. He delivered the sealant but could not retract the sheath back up to marry the gray handle to the black handle. He tried manipulating the sheath carefully and on his last attempt at pulling the sheath back, the balloon pulled through the artery. He examined the balloon and it was intact (it did not pop). There were no anticoagulants on board and blood pressure was normal. All of the sealant was stuck to the device component and the deployer shuttled down completely. The balloon was prepped with 100% saline solution. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event. The patient was recovered and discharged. Other procedural details were requested but are unknown or unavailable. The device will be returned for evaluation.